Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received results of 230 mg/dl and 71 mg/dl within 10 minutes on the compact plus system. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate when the discrepant results were noticed. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: meter, test drum number 20646941, expiration date 3/31/07.